Event description:
Reportedly, the ethicon rbi needless were sticking inside the cannulas. When this occurred the trocars had to be removed because the needles could not not be pulled out. No pt injury was reported.